Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage to the electronic assembly. Unable to verify a21 alarm or button or keypad due to blank display anomaly. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that the insulin pump's buttons were not responding. The customer explained that she went swimming with the insulin pump on without realizing that the device was on her until half an hour later. The customer also received the unexpected restart alarm. The customer's blood glucose was unknown. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.